Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was externalized from patient body with broken insulation and wiring within the lead stretched out and out of the insulation of the lead. No sensing or lead function was found. The physician cut the exposed portions of the lead and will not pursue a lead revision nor extraction. Further, patient's pulse generator device was turned off. To date, the lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was externalized from patient body with broken insulation and wiring within the lead stretched out and out of the insulation of the lead. No sensing or lead function was found. The physician cut the exposed portions of the lead and will not pursue a lead revision nor extraction. Further, patient's pulse generator device was turned off. To date, the lead remains in service. No adverse patient effects were reported. Additional information received indicated that the portions of the damaged lead was the only part outside of the patient's body. The portion of the lead outside of the body had the wiring stretched out into thin individual strands devoid of any insulation. The lead was stretched out enough that it looped outside of her body and the lead wiring would rest in front of her face. Moreover, the lead tip remained in the body and the exposed lead at the pocket site appears to be from skin erosion. Within the break in the skin, the pg could be seen, but it did appear to be untouched and resting in the intended pocket. There was no surgical procedure at this time. No additional adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to field b5:describe event or problem.

Event description:
It was reported that this right ventricular (rv) lead was externalized from patient body with broken insulation and wiring within the lead stretched out and out of the insulation of the lead. No sensing or lead function was found. The physician cut the exposed portions of the lead and will not pursue a lead revision nor extraction. Further, patient's pulse generator device was turned off. To date, the lead remains in service. No adverse patient effects were reported. Additional information received indicated that the portions of the damaged lead was the only part outside of the patient's body. The portion of the lead outside of the body had the wiring stretched out into thin individual strands devoid of any insulation. The lead was stretched out enough that it looped outside of her body and the lead wiring would rest in front of her face. Moreover, the lead tip remained in the body and the exposed lead at the pocket site appears to be from skin erosion. Within the break in the skin, the pg could be seen, but it did appear to be untouched and resting in the intended pocket. Subsequently, this lead was surgically abandoned. No additional adverse patient effects reported.